Event description:
In 2008, the pt reported that the piston rod of his infusion device was spinning, but would not retract. He stated that he removed and reinserted the battery and the infusion device operated normally. The pt performed the cartridge change procedure and the issue was not duplicated. The infusion device was not dropped or exposed to water. The pt called back the following month, and reported receiving an e10 (cartridge) error while changing his insulin cartridge. He stated that the piston rod stopped during retraction and e10 was displayed. He cleared the error and attempted to return the piston rod but it was spinning in place. He stated he noticed a loose silver piece below the piston rod that rattles when the infusion device is shaken. He inserted a new battery, but the piston rod would not retract and spun in place. The pt stated that he would switch to injection therapy until a replacement infusion device arrives. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.